Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was 86 mg/dl. The customer stated they received a new transmitter and the wrong transmitter ID is programmed in the pump. The customer was assisted with putting the correct transmitter ID and the pump connected.